Manufacturer narrative:
(B)(4). Concomitant medical products: unknown-unknown stem-unknown, unknown-unknown head-unknown, unknown-unknown liner-unknown. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2010-00021. Customer has indicated that the product will not be returned to zimmer biomet for investigation, product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient has been indicated for a right hip revision due to unknown reason; however, no revision has been reported to date.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.

Event description:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.